Manufacturer narrative:
Monitor sn (B)(4) has been returned to zoll manufacturing corporation and the evaluation is currently underway. Electrode belt sn (B)(4) has not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 04/01/2015, belt: 12/16/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received five inappropriate treatment shocks from the lifevest. The patient was in the hospital at the time of the event and hospital staff were reportedly present. The lifevest detected an arrhythmia at 19:37:14. The patient was in atrial fibrillation at 150 bpm. 19 seconds later at 19:37:33, a non-lifevest shock was delivered, indicating the presence of bystanders. Following the shock, the patient remained in atrial fibrillation at 150 bpm. The patient then received five lifevest treatment shocks between 19:38:11 and 19:40:14 while in atrial fibrillation above 150 bpm. Rapid atrial fibrillation rate contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. Following the fifth shock, the patient remained in atrial fibrillation. The pulse energy of the five lifevest defibrillation shocks was 8-9j over a 0 ohm impedance indicating that the electrodes were not in proper contact with the skin. There is no indication that the low shock energy caused or contributed to the patient's death. The patient was in atrial fibrillation at the time of the shocks. The device was shut down at 19:58:23. The patient passed away on (B)(6) 2017.